Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2017. Example cgm and bg values were provided, and it was also reported that there was a difference of 51 and 30 points on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined.